Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the catheters crossed in the left ventricle and when the field medical catheter was ablating, the impella would drop to p0 and then the impella was manually brought up to the previous p level. This occurred several times throughout the case. The patient was explanted in the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation of the low pump flow and temporary pump stop has been completed. No product was returned for investigation. No logs were returned for analysis. Low pump flow: the root cause of the low pump flow was not determined as no product was returned for investigation and no logs were returned for analysis. Temporary pump stop: the root cause of the temporary pump stop was not determined as no product was returned for investigation and no logs were returned for analysis. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27793.